Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 558 mg/dl and was treated with manual injections. Customer reported to have tried all remedies and declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.